Manufacturer narrative:
Device was evaluated. Corrections included replacing oxygen filter tubing. Tested, calibrated and safety checked unit to factory specifications.

Event description:
Customer reported an issue with the gas module which may affect gas monitoring. No pt injury was reported.